Event description:
Post cardiac cath attempted to close vascular access with vascular closure device. The device failed to fire.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: device, hemostasis, vascular.

Event description:
Post cardiac cath attempted to close vascular access with vascular closure device. The device failed to fire.